Manufacturer narrative:
(B)(6), ph.d., provided a medical assessment for this complaint. She states that the effects of the spinalpak assemblies are typically localized and therefore she would not expect that wearing the unit would cause swelling in the feet/ legs; she would expect the effects to appear in the spine. Upon further research, she found that swelling of the feet and legs is a common side effect/ complication that people have after spine fusion surgery; therefore she suspects the patient's symptoms are post-spine fusion surgery complications and not related to the spinalpak. A review of the device history records show the serial # was released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
Patient reports experiencing swelling in her feet and legs with no pain after starting treatment with the spinalpak assembly. She started using the spinalpak assembly on (B)(6) 2016. On (B)(6) 2016, she fell on the floor and was taken to the hospital where she was provided saline treatment. Patient advised that since she was in bed, the swelling went down. When she tried using the spinalpak assembly again, the swelling returned in her feet. During her follow-up appointment with her doctor, she was directed to stop using the spinalpak.